Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a ventricular fibrillation (vf) resulting in a cardiac arrest. It was also reported that post implant a hematoma occured and has been influencing the patients left arm and right atrial (ra) lead. The following issues were noted on the right ventricular (rv) lead: undersensing and no capture. In addition, the following issues were noted on the ra lead: varying thresholds, no capture, undersensing and high thresholds. The patient received external defibrillation. The ipg system was explanted and replaced. No further patient complications have been reported as a result of this event.